Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the surgery when unpacking the guidewire to insert, the ureteral stent was found to be broken.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was submitted for evaluation. Evaluation of the photo noted one end of the pigtail completely separated from the body of the stent. Based on the reported event and evaluation of the sample, a potential root cause could be rough handling. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." "3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj)." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the operator found that the ureteral stent was ruptured when inserting the guidewire during operation following package opening.